Event description:
It was reported that during a lobectomy procedure the device could not grip in the middle of the clipping. The clip came off and fell into the patient body. Another device was used to complete the case. There were no adverse consequences to the patient.